Event description:
Securestrap open stapling device would not staple when activated. Near miss - no harm - didn't reach patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.